Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The no delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that she was experiencing unexplained high blood glucose. The blood glucose reading was 436 mg/dl. The customer treated with a bolus. Troubleshooting was performed and it was found that the drive support cap appeared normal and recessed. The insulin did exit with a manual prime and no leaks or air bubbles were noted. The insulin was clear and the insertion site was not sore or irritated. The time and date were found to be incorrect. The basal rate and bolus wizard were programmed correctly. The insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.